Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert. The lead showed unstable impedance values, several short v-v intervals, and non-physiological non-sustained ventricular tachycardia (nsvt). The beginning of a possible lead fracture was suspected. The lead remains in use with close monitoring. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.